Event description:
After a breast implant revision surgery in (B)(6) 2018 I experienced fatigue in my legs and was anemic. Started taking iron supplements and had some relief. Starting in (B)(6) of 2018 I started having pain/muscle tightness/numbness in my glute and hip while working out. It has progressively worsened over several years. Several mris, pt, cortisone injections, massage, chiro, emg, neuro appts. No one can figure it out. Pain continues and even when not working out it does not resolve. Also developed terrible heartburn and ringing in the ears. I feel sick frequently and no idea why. Had another breast implant revision (from natrelle to mentor) in (B)(6) 2020. Immediate pain on left side under arm/rib near surgery. Two years later it has not resolved and causes shooting pain down arm, muscle tightness and cramping in shoulder etc. Now live a life of chronic pain with no identified cause I have to assume it was from breast implants. I was perfectly healthy and very active prior. Looking into removal. FDA safety report ID# (B)(4).